Manufacturer narrative:
This report is for unk - drill bit/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) try as follows: it was reported that a patient had an allergic reaction. A drill bit broke intraoperatively and maybe particles were left into patients body. It is unknown when the surgery took place and what kind of surgery it was. No patient data provided. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).